Event description:
T2 recon nail was used on (B)(6) 2010, for a proximal femoral fracture. On (B)(6) 2010, pt was experiencing pain and x-ray revealed the nail had broken proximally. No known trauma to cause the nail fracture. The pt was revised on (B)(6) 2010.

Manufacturer narrative:
Na